Event description:
It was reported that, the right atrial (ra) lead of this implantable cardioverter defibrillator (ICD) exhibited undersensing. Technical services (ts) indicated that the ra lead was reprogrammed previously due to noisy signals, and this could be the main cause of the undersensing. Additionally, the ra lead exhibited high impedances out of range and an inappropriate anti-tachycardia pacing (atp) due to sinus tachycardia. Ts recommended to turn off atrial lead, based enhancements with inaccurate ra information. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that, the right atrial (ra) lead of this implantable cardioverter defibrillator (ICD) exhibited undersensing. Technical services (ts) indicated that the ra lead was reprogrammed previously due to noisy signals, and this could be the main cause of the undersensing. Additionally, the ra lead exhibited high impedances out of range and an inappropriate anti-tachycardia pacing (atp) due to sinus tachycardia. Ts recommended to turn off atrial lead, based enhancements with inaccurate ra information. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that, the right atrial (ra) lead of this implantable cardioverter defibrillator (ICD) exhibited undersensing. Technical services (ts) indicated that the ra lead was reprogrammed previously due to noisy signals, and this could be the main cause of the undersensing. Additionally, the ra lead exhibited high impedances out of range and an inappropriate anti-tachycardia pacing (atp) due to sinus tachycardia. Ts recommended to turn off atrial lead, based enhancements with inaccurate ra information. This device remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this right ventricular (rv) lead was explanted and returned to analysis. No additional adverse patient effects were reported.

Event description:
It was reported that, the right atrial (ra) lead of this implantable cardioverter defibrillator (ICD) exhibited undersensing. Technical services (ts) indicated that the ra lead was reprogrammed previously due to noisy signals, and this could be the main cause of the undersensing. Additionally, the ra lead exhibited high impedances out of range and an inappropriate anti-tachycardia pacing (atp) due to sinus tachycardia. Ts recommended to turn off atrial lead, based enhancements with inaccurate ra information. This device remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this right ventricular (rv) lead was explanted and returned to analysis. No additional adverse patient effects were reported. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that, the right atrial (ra) lead of this implantable cardioverter defibrillator (ICD) exhibited undersensing. Technical services (ts) indicated that the ra lead was reprogrammed previously due to noisy signals, and this could be the main cause of the undersensing. Additionally, the ra lead exhibited high impedances out of range and an inappropriate anti-tachycardia pacing (atp) due to sinus tachycardia. Ts recommended to turn off atrial lead, based enhancements with inaccurate ra information. This device remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this right ventricular (rv) lead was explanted and returned to analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Device evaluation added into h11. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.